Event description:
Customer alleged some of his blood glucose readings were missing from the meter memory. There was no allegation of an adverse event. A new meter was sent to him. Customer was asked to return his meter for evaluation.